Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during vats right lung biopsy, devices were not able to fire. The procedure extended for at least 30 minutes due to the changing of handles/reloads. There was no patient injury involved.